Event description:
The pt reported that he woke up in the morning with elevated blood glucose. He was not sure of his exact reading, but stated that his blood glucose meter registered high (typically greater than 600 mg/dl). The pt did not have any symptoms with his elevated blood glucose. The pt gave himself an injection to help bring his blood glucose down. The pt's normal blood glucose range is 100 to 140 mg/dl. During troubleshooting, it was discovered that the pt had his basal rate profile on b and it should have been on profile a. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.